Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the defect reported has been verified and repaired. The following repair activities were performed service & repair functions. Nothing found in the service history that could have contributed to the complaint. Attached box label, electrical safety, and vapr3 repair record. As per the customer's complaint, the unit was displaying 200ref12 error code when turned on. This was due to the ID board being disconnected; reseated the ID board to correct. The unit appeared to have been dropped, and had physical damage to multiple components. Due to this; the base plate, top plate, fascia, socket assembly, (2) 12mm cheesehead screws, and (2) 8mm cheesehead screws were replaced. The fascia label, and membrane switch panel were replaced during replacement of the fascia. 1 mounting foot was replaced because it was missing. The psu pad was replaced because it was torn. (2) push-on fasteners were replaced because they were broken during the repair process. Performed service bulletin. Following repair, the unit passes all functional and diagnostic testing and is fully operational. A review into the depuy synthes mitek complaints system revealed one other similar complaint and one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Type of product- vapr iii gen. Surgery date ¿ no. Patient harm-no. Surgery delay-no. How surgery was completed? Another unit. Who¿s unit? Customer. Issue- error 200-12 internal fail.